Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer reported that the blood glucose (bg) level was impacted (recent reading of 296 mg/dl) and insulin injections were used to address the bg level. The customer thought that the infusion set site was a possible cause as when the infusion set was switched, the occlusions and high bgs started. As the customer had disposed of the cartridge and infusion set from the last occlusion, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.